Manufacturer narrative:
An event of device moved out of the left atrial appendage was reported. It was also reported that the sheath was pulled too far back upon releasing the device. The investigation confirmed the occluder device met dimensional and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6: device code 2915 removed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder (8726339) was selected for implant using a 12f amplatzer amulet delivery sheath (8761678). During the procedure, the occluder was implanted into the left atrial appendage. Shortly before releasing the disc of the occluder, the sheath was pulled too far back. The sheath was twisted, and the device completely moved from out of the left atrial appendage. The occluder was in the left atrium, and the sheath was damaged. The occluder could no longer be re-sheathed due to the damaged delivery system, and the occluder was removed from the patient's anatomy using the sheath. Both devices were replaced with a 22mm amplatzer amulet left atrial appendage occluder (8738070) and a 12f amplatzer amulet delivery sheath (8761678). The 22mm amulet occluder was successfully implanted. The patient status was reported as stable and recovering. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.